Event description:
A nurse reported that the lens was too small and unstable in the eye, hence they were explanted and removed from the eye. Additional information has been requested and no further information forthcoming except what had already been provided.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause for the lens instability could not be determined. The product was not returned for evaluation. Information was provided that: "too small and unstable in the eye - explanted. Removed from the eye". Sizing guidance is provided in the IFU. The company lens of the suspect model is designated for use with anterior chamber diameter 12.0 - 12.4 mm. File will be reopened if new information or the product is received. The manufacturer internal reference number is: (B)(4).